Event description:
The pt stated that in 2007, she experienced 6 infusion sets separate at the luer connection. The pt stated that on one occasion due to the separation her blood glucose was elevated to 350 mg/dl when she woke up in the morning. She lowered her blood glucose by changing the infusion set and bolusing through her infusion device. The pt discarded all of the alleged infusion sets. She will be returning the unused infusion sets from the alleged box. No further info is available.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplement report. Accu-check flexlink is same product as accu-check ultraflex which is sold in the united states under 510(k) # k033892.